Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the unknown biomet gold screw fractured inside the implant. Doctor was unable to remove the screw from the implant, therefore the implant was removed.

Manufacturer narrative:
One osseotite implant was returned for inspection. The implant shows large signs of wear at the top portion, and the threaded region is destroyed. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i gold-tite screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture, which necessitated implant removal and causing bone loss. The alleged event was confirmed following inspection. A root cause for the complaint could not be determined.